Manufacturer narrative:
Covidien reference number: (B)(4). The failure mode was confirmed in the sample received and was found to be related to a manufacturing issue. A quality alert was initiated and training was provided.

Event description:
Covidien received information from a customer stating that prior to use, a doctor found a crack on an endotracheal tube where the 15 mm connector inserts into the tube. Pictures from the customer do show a split in the tube as described. There was no patient involvement.

Manufacturer narrative:
The device has been requested but not returned. Covidien reference: (B)(4).